Manufacturer narrative:
Device received unable to perform the displacement due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell causing the bottom of the pump to break and become detached at the drive support cap. Customer's blood glucose was unknown. Insulin pump will return for failure analysis.